Event description:
Reportedly, during a breast reconstruction procedure, one instrument jammed and the second instrument would not load properly and clipped the vessel tissue. Damage occurred in the abdomen area. No additional info was provided. Procedure: breast reconstruction.